Manufacturer narrative:
The rebar-18 micro catheter was returned for analysis. The rebar-18 catheter body was found separated (cut) near the proximal end of the hub (~132.3cm from distal tip). No damages were found with the rebar-18 distal marker/tip. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. However, the cause for the damage could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the rebar microcatheter was discovered to be cut in the proximal area. Prior to the event, the physician had choses to use a radial short sheath, sofia 5f, and rebar 18 microcatheter. Without pushing the system, they had observed the tip of the rebar appeared to be distal to the tip of the sofia without even pushing it. They tried to pull back the rebar, but it did not respond so they had to pull back the entire system out of the body where they found the reported event. Both parts of the rebar were outside of the body so they continued with another one and the procedure was completed with no further complications. No patient injury was reported as a result of the event. The patient was undergoing a stroke intervention. The microcatheter was inspected and prepared (flushed) as indicated in the instructions for use.